Manufacturer narrative:
Section b5 updated with additional information provided by customer. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot did not identify an increase in complaint activity. Trending review did not identify any trends. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. In-house testing was conducted with an in-house retained kit of lot 58821lp31. Lot 58821lp31 met the acceptance criteria. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect insulin reagent lot 58821lp31 was identified.

Event description:
The customer reported falsely elevated architect insulin and provided the following data: one sample¿s abbott fasting insulin result was 83.99uu/ml, and the 2h postprandial insulin result was 89.18uu/ml. On the roche platform, the fasting insulin result was 3.370uu/ml, and the 2h postprandial insulin result was 25.7uu/ml. The user selected 5 samples to retest and generated the following results: patient 1 had a fasting insulin test of 24.1, and a 2-hour postprandial insulin result of 27.1. When repeated on another analyzer, the fasting result was 24.2, and the 2-hour postprandial was 26.1. When tested on the beckman platform, the fasting result was 18.55, and the 2-hour postprandial was 21.37. Patient 2 had a fasting insulin test of 118.6, and a 2-hour postprandial insulin result of 82.5. When repeated on another analyzer, the fasting result was 134.7, and the 2-hour postprandial was 92.7. When tested on the beckman platform, the fasting result was 26.81, and the 2-hour postprandial was 22.04. Patient 3 had a fasting insulin test of 69.6, and a 2-hour postprandial insulin result of 68.4. When repeated on another analyzer, the fasting result was 75.3, and the 2-hour postprandial was 75.9. When tested on the beckman platform, the fasting result was 18.93, and the 2-hour postprandial was 24.28. Patient 4 had a fasting insulin test of 105, and a 2-hour postprandial insulin result of 111.8. When repeated on another analyzer, the fasting result was 118, and the 2-hour postprandial was 119. When tested on the beckman platform, the fasting result was 27.54, and the 2-hour postprandial was 43.14. Patient 5 had a fasting insulin test of 15, and a 2-hour postprandial insulin result of 12.6. When repeated on another analyzer, the fasting result was 14.4, and the 2-hour postprandial was 12.1. When tested on the beckman platform, the fasting result was 10.46, and the 2-hour postprandial was 8.24. There was no reported impact to patient management. Update: the customer provided the following additional data: clinical physicians have discovered certain problems with the insulin test results of some patients. There are mainly two types of problems. First, some patients did not present with significant trend-based changes in fasting and 2-hour postprandial insulin concentration levels, which is inconsistent with expected physiological change. Second, abbott¿s insulin results skewed significantly high in comparison with those yielded by other platforms. The customer reported after careful comparison of external quality assessment results for insulin across different platforms, we did not find large differences between abbott and other platforms in terms of insulin results. The customer also reported that the reduction of potential interference from exogenous insulin may be attributable to the structural similarity between external quality assessment samples tested for insulin and endogenous insulin. The customer provided the following fasting and post prandial insulin results: insulin (reference range: 2.7-10.4 miu/l). Fasting, 1-hour, 2-hour, 3-hour. 103.4, 106.4, 108.1, na. 103.9, 112.2, 105.2, na. >300, 435, 441.6, na. 10.9, 9.9, 15.2, na. 81.7, 85.8, 74, na. 12.7, na, 13.1, na. 17.2, 17.5, 16.3, na. 11.9, 13.6, 14.5, na. 243.2, na, 216.5, na. 17, 24.7, 21.8, na. 8.1, 9.6, 8.7, na. 4, 5.4, 3.9, 3.8. 157.8, na, 122.3, na. 127.6, 123.5, 106.8, na. 76.7, na, 56.2, na.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect insulin and provided the following data: one sample¿s abbott fasting insulin result was 83.99uu/ml, and the 2h postprandial insulin result was 89.18uu/ml. On the roche platform, the fasting insulin result was 3.370uu/ml, and the 2h postprandial insulin result was 25.7uu/ml. The user selected 5 samples to retest and generated the following results: patient 1 had a fasting insulin test of 24.1, and a 2-hour postprandial insulin result of 27.1. When repeated on another analyzer, the fasting result was 24.2, and the 2-hour postprandial was 26.1 when tested on the beckman platform, the fasting result was 18.55, and the 2-hour postprandial was 21.37 patient 2 had a fasting insulin test of 118.6, and a 2-hour postprandial insulin result of 82.5. When repeated on another analyzer, the fasting result was 134.7, and the 2-hour postprandial was 92.7 when tested on the beckman platform, the fasting result was 26.81, and the 2-hour postprandial was 22.04 patient 3 had a fasting insulin test of 69.6, and a 2-hour postprandial insulin result of 68.4. When repeated on another analyzer, the fasting result was 75.3, and the 2-hour postprandial was 75.9 when tested on the beckman platform, the fasting result was 18.93, and the 2-hour postprandial was 24.28 patient 4 had a fasting insulin test of 105, and a 2-hour postprandial insulin result of 111.8. When repeated on another analyzer, the fasting result was 118, and the 2-hour postprandial was 119. When tested on the beckman platform, the fasting result was 27.54, and the 2-hour postprandial was 43.14 patient 5 had a fasting insulin test of 15, and a 2-hour postprandial insulin result of 12.6. When repeated on another analyzer, the fasting result was 14.4, and the 2-hour postprandial was 12.1 when tested on the beckman platform, the fasting result was 10.46, and the 2-hour postprandial was 8.24 there was no reported impact to patient management.